Manufacturer narrative:
There is no adverse event associated with this complaint. The cartridge has not been returned to animas. A retain sample of the same lot is expected to be investigated, and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that she had a leaky cartridge from lot # b201544 approximately a month ago. She stated that she discovered the leak during a routine cartridge change, during which insulin dripped out of the cartridge compartment and the patient smelled insulin. The patient noted that the plunger end of the cartridge felt moist and that the plunger appeared to be loose. The patient reported that she changes cartridges at least every 3 days and does not reuse cartridges. The patient confirmed that she did not experience any bg excursions during use of the leaking cartridge. She stated that she disposed of the leaky cartridge and does not have the cartridge to return.